Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap bypass, involving the stomach, needles from suture loading unit continuously dislodged while in use. Current patient status: unknown. To correct the condition another device was opened. The needle from reload fell into the patient cavity but it was retrieved. No device fragment was left in the patient cavity.

Manufacturer narrative:
(B)(4).